Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left artery. The 80% stenosed, 36x4.00mm, concentric and the de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left circumflex artery. A 4.00 x 38mm synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage. Device evaluated by MFR: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the stent strut rows 4 and 16 from the proximal end of the stent, stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.